Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed live fluro was not available on flex vision pc. Review of system logfiles showed power issues. Upon functional testing fse identified that b cabinet pdu was not producing 5v and 24v outputs, this was preventing the transmitters from sending the 3 video feeds to the flexvision pc. To resolve the issue fse replaced pdu in b cabinet. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image was not available on the flexvision screen. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power distribution unit (pdu). The device was returned to expected functionality.